Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing phrenic nerve stimulation from the left ventricular lead. The patient presented for a procedure on (B)(6) 2020 where the left ventricular lead was capped and replaced. The procedure was completed successfully with no consequences. The patient was stable and discharged from the hospital.